Event description:
On june 22, 2006 the lay user/reporter, the patient's daughter, contacted lifescan (lfs) alleging the one touch ultra meter was giving the error 2 message. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach her by telephone. On june 26, 2006 the mas mailed a letter requesting the patient contact medical affairs. On an unspecified date, the patient obtained error 2 error message on the reported meter; she did not obtain a blood glucose result. On june 19, 2006 the patient experienced the symptoms of sweating, thirst, frequent urination, and sleepiness. The pt did not use the reported meter to test her blood glucose level before, during or after symptoms. Emergency services were contacted, and paramedics transported the patient to her physician's office. The physician obtained a blood glucose reading for the patient of 'in the 500's' mg/dl. The patient was treated with insulin. The patient also obtained a blood glucose reading of 295 mg/dl on another meter, but it is not known the time of this result. It would have been helpful to determine when the result of 295 mg/dl was obtained and by whom, when the error 2 message occurred, the patient's blood glucose readings from earlier in that day, if the patient adjusted her medications based on meter readings, what meals and medications had been taken the day of the event, her expected blood glucose readings, and if she had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the test strips were within expiration dating and in good condition. Quality control testing was performed during the call, with passing results. The error message issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient obtained the error 2 error message on the reported meter and did not obtain blood glucose level results; she became hyperglycemic and required emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.